Event description:
It was reported that this patient continues to have intermittent high-flow/high-power events but at times has normal parameters. Patient did recently have an event where she was dizzy and lightheaded with sudden left leg weakness which resolved fairly rapidly-this occurred (B)(6) 2019 between 1 and 4:00 p.m. Once again there are concerns for pump thrombus and/or micro thrombi. The log files did capture periods of above baseline powers with powers noted in the 7-9w range that were sustained for a short time then resolved. No further information was provided.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation as no product was returned and no photographs or scans were submitted. Additionally, although power/flow elevations and low flow alarms were confirmed through the analysis of the submitted log files, a specific cause could not be conclusively determined. The submitted log files contained overlapping data from (B)(6) 2019 through (B)(6)2019. The log files captured multiple periods of elevated power and flow. After each elevation event, power and flow returned to baseline. Despite the periods of elevated power/flow observed in the submitted log file, no clear trend was observed over time. Additionally, the log files captured low flow hazard alarms on (B)(6) 2019 and on (B)(6) 2019, when calculated flow dropped as low as 2.4 lpm, below the low flow threshold. A low flow hazard alarm is triggered when calculated flow remains below the low flow threshold for at least 10 seconds. No other atypical alarms or events were captured. The actual speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended. A direct correlation between the power/flow elevations and the reported suspected thrombus could not be determined. The account communicated that the patient presented to the ed on (B)(6) 2019 with power and flow elevations and the account was concerned about possible thrombus. The patient was reportedly asymptomatic, her urine was not bloody, and she did not have any clinical symptoms to indicate thrombus. Also, the patient¿s ldh was normal and an echocardiogram showed no visible thrombus. The patient was admitted on (B)(6) 2019 for further evaluation and treatment. Thrombus was not confirmed by the account and the patient is still being monitored closely as an outpatient. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. The heartmate ii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was concern for thrombus with high flow and high pump power, however patient denies any symptoms. The log file captured isolated low flow events on (B)(6) 2019 & (B)(6) 2019. These may not have persisted long enough to have triggered low flow alarm. Noted, were also power elevations at the end of the file on (B)(6) 2019 & (B)(6) 2019. Patient was admitted on (B)(6) 2019 for further evaluations and treatment for the suspected thrombus. Patient's pump power and flow remain high, however her lactate dehydrogenase (ldh) was at baseline. Patient underwent an echocardiogram which resulted in no visible thrombus. No further information provided.